Event description:
It was reported that during follow-up of an asymptomatic patient, a loss of capture was observed on the left ventricular lead. Fluoroscopic imaging revealed that the lead had dislodged. The lead was explanted and replaced without complications.

Manufacturer narrative:
(B)(4).